Event description:
The rptr stated that the pt required surgery for removal of the screw following a midfoot fusion procedure that was done about 2 months ago. The surfix washer had separated from the plate, and the screw had backed out of the bone. The screw had severed the extensor hallucis longus tendon (ehl) and the pt had no flexion or extension of the great toe. A repair was made to the tendon and the screw was not replaced. A 4.0m stryker cannulated screw was placed across the first tarsometatarsal joint - (tmt) to maintain stability while the fusion continues to heal. Integra has requested additional clinical info from the user.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.